Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting left ventricular (lv) lead loss of capture, functional undersensing of intrinsic beats was noted in the electrogram. In addition, an above programmed amplitude or suspended left ventricular auto threshold test was noted due to fusion beats. This crt-d remains in service. No adverse patient effects were reported.